Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after several attempt to revise, the right atrial (ra) lead continued to dislodge. The ra lead has been extracted and replaced. No patient complications have been reported as a result of this event.